Event description:
On (B)(6) 2011 customer reported there was a leak of clear fluid dripping from underneath the lh780 analytical station. Customer was wearing personal protective equipment. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and observed that the leak was coming from the sample access module. The tubing going through pinch valve (vl)114 was leaking through a pin hole. Vl114 runs from the needle of the lh780 instrument to tee-fitting ft2 of the slidemaker. Fse replaced the tubing. There was no further evidence of leaking. Repairs were verified as per established procedures, and results met published performance specifications.

Manufacturer narrative:
(B)(4).